Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred. Reportedly, the customer did not extract air from the cartridge prior to the cartridge being filled. There was no impact to the customer's blood glucose level. The customer successfully loaded a new cartridge.